Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material that adhered the light guide lens was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera lll colonovideoscope had an angulation malfunction with the big rope pull being nearly torn. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the light guide lens has foreign objects, the adhesive on the distal end rubber has foreign objects and the connecting tube has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the light guide lens has foreign objects, the adhesive on the distal end rubber has foreign objects and the connecting tube has foreign objects. Other issues were found: the flexibility adjustment ring has a scratch, the grip has a scratch, the suction cylinder has no color, the switch box has a scratch, the right left knob has a scratch, the indication on the up down knob is unclear, due to damage on the distal rubber the insulation resistance value does not meet the standard value, due to the wear of the angle wire the play of the up down knob is out of the standard value, the objective lens has a crack, the light guide lens as a crack and the universal cord has coating peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.